Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please referenced manufacturing reports #: 9616099-2007-02308 and 9616099-2007-02309. Any additional information will be submitted within 30 days of receipt.

Event description:
This patient was randomized to the study for two-vessel disease, one of the lesions being a restenotic lesion of an unknown device at the left anterior descending. The patient received two cypher select eluting-coronary stents. The first lesion at the proximal lad was predilated and a 3.50x23mm cypher stent was deployed at 14 atms. The second lesion at the proximal circumflex was implanted with a 3.0x18mm cypher stent. Other procedural factors remain unknown. Approximately six months post index procedure, the patient returned with intra-stent restenosis at the bifurcation between the anterior interventricular artery (iva) and the proximal circumflex artery. Treatment for this event remains unknown. Approximately two months later, the patient expired. According to the treating physician, the cause of death was probably a myocardial infarction and there is no indication that the event is related to study products.